Event description:
Harmonic laparoscopic shears were used for less than 5 minutes and the other piece of the shear fell off. Device was removed from the field; fallen piece removed from patient's abdominal cavity and off the field as well; opened a new device with different lot number.